Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : remains implanted.

Event description:
As reported to the implant patient registry (ipr), approximately 5 months s post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the valve required intervention and a valve in valve was performed. Ipr received a voicemail regarding missing their second implant identification card. Upon returning call, the patient did locate the missing card but mentioned they are tired/ fatigued with having two valves implanted and wanted to know if having two valves implanted was making it more difficult for her heart valve to be able to close. The patient mentioned that they were anemic and consistently out of breath. They wished to speak with a clinician. A clinician spoke with the patient. Patient shared that they have been tired, exhausted, and out of breath since the 2nd implant. The first implant 'went well', however after a follow up with the implanting physician, was told the valve 'wasn't seated properly' and subsequently underwent a valve in valve (viv) procedure. Since the viv procedure, they have been hospitalized for anemia and low heart rate. While in the hospital, patient received 2 blood transfusions, started on iron supplements, and had a pacemaker implanted. Patient was discharged from rehabilitation in (B)(6) 2023. Patient has visited the cardiologist who informed them that the valve is 'ok.' Per initial op notes, a 23mm sapien 3 ultra was implanted in the aortic position with an unexpected shift and canting of valve at the very end of valve deployment. There appears to be less contact with the aortic annulus at the left coronary cusp level. The valve was post dilated with a 24mm true flow and paravalvular leak (pvl) was reduced to trace post dilation. The final transesophageal echocardiogram (tte) showed pvl at the mid level.